Event description:
As reported by our japan affiliates, during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 23 mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position with 1 ml less contrast solution than nominal volume, as intended. When the commander delivery system was re-advanced to perform post-dilation, the delivery system interfered with the stent of the valve and the valve dislodged into the left ventricle (lv). Circulation became compromised, for which percutaneous cardiopulmonary support (pcps) was introduced. The balloon was inflated and the dislodged valve in the lv was lifted back to the left ventricular outflow tract (lvot) with the balloon. It was decided to anchor the valve with a second valve and thus the second kit was opened. However, the first valve dislodged again with wire manipulation while delivering the second device. It was determined that the first valve was to be retrieved surgically and the second valve was to be implanted. The second valve was deployed at 80:20 aortic/ventricular position with nominal contrast solution volume, as intended. After the second valve was implanted, thoracotomy was initiated. When the chest was opened to retrieve the first valve, it was found that the second valve had also migrated into the ascending aorta. Therefore, both valves were retrieved, and aortic valve replacement (avr) was performed. The thoracotomy was completed without problems. Additional information was provided that the reason for attempting post-dilation after the first valve implantation was that this facility routinely performs post-dilation, and there was no specific reason. There was no paravalvular leak (pvl). The cause of the delivery system interfering with the stent of the first valve was likely because the delivery system was passing through close to the greater curvature. However, the patient had no horizontal aorta. No abnormalities or malfunctions were observed on the first delivery system.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the delivery system interaction with the stent of the valve caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.